Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), genital haemorrhage ('bleeding'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity and endometrial polyp. (B)(6) 2014 physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6) 2014 to (B)(6) 2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from (B)(6) 2011 to (B)(6) 2018, ceftriaxone, doxycycline, fish oil from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary probs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full}, tubal ligation, hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011 and surgical removal of coil(s) - right side coil only). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge, alopecia and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6) 2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity and endometrial polyp. (B)(6) 2014. Physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from 31-mar-2014 to 11-feb-2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from 30-dec-2011 to 21-jun-2018, ceftriaxone, doxycycline, fish oil from 19-may-2015 to 21-jun-2018, ibuprofen from 13-may-2014 to 6-jun-2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since august 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from 5-jul-2009 to 21-jun-2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011 and surgical removal of coil(s) - right side coil only). At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain was resolving. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on 21-apr-2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity and endometrial polyp. (B)(6) 2014 physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6) 2014 to (B)(6) 2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from (B)(6) 2011 to (B)(6) 2018, ceftriaxone, doxycycline, fish oil from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary probs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full}, tubal ligation, hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011, surgical removal of coil(s) - right side coil only and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, vaginal infection, vaginal discharge, alopecia and urinary tract disorder had resolved. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Discrepancy in dob earlier reported (B)(6) 1969 as per pif (B)(6) 1988 removal date discrepancy earlier reported (B)(6) 2014 as per pif (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6) 2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for event abnormal bleeding vaginal and menorrhagia updated from recovering resolving to recovered resolved and for event vaginal infection, vaginal discharge and hair loss from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity, endometrial polyp, hair loss, seasonal allergy, uterine dilation and curettage, dysplasia, pelvic pain female, cervix inflammation, dyspareunia and intestinal operation. (B)(6) 2014 physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6) 2014 to (B)(6) 2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from (B)(6) 2011 to (B)(6) 2018, ceftriaxone, doxycycline, fish oil from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary probs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full}, tubal ligation, hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011, surgical removal of coil(s) - right side coil onlytotal abdominal hysterectomy, bilateral salpingoop and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, pelvic pain, vaginal infection, vaginal discharge, alopecia and urinary tract disorder had resolved. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Discrepancy in dob earlier reported (B)(6) 1969 as per pif (B)(6) 1988 removal date discrepancy earlier reported (B)(6) 2014 as per pif (B)(6) 2011 discrepancy noted in date of removal 2011 & (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6) 2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease lot number: 626800 manufacturing date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity and endometrial polyp. On (B)(6) 2014: physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6) 2014 to (B)(6) 2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from (B)(6) 2011 to (B)(6) 2018, ceftriaxone, doxycycline, fish oil from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011 and surgical removal of coil(s) - right side coil only). At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain was resolving. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6) 2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs and mr was received. New events: migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity, abnormal bleeding ( menorrhagia), abnormal bleeding (vaginal), infection type: vaginal, depression, mental anguish, dysmenorrhea (cramping), vaginal discharge, hair loss, pid (acute pelvic inflammatory disease) and endometritis were added. Lot number was added. Concomitant drug, lab data and medical history were added. Reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity, endometrial polyp, hair loss, seasonal allergy, uterine dilation and curettage, dysplasia, pelvic pain female, cervix inflammation, dyspareunia and intestinal operation. (B)(6)2014 physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6)2014 to (B)(6)2015 for lumbar strain, loratadine (claritin) since (B)(6)2011 for seasonal allergy as well as calcium from (B)(6)2011 to (B)(6)2018, ceftriaxone, doxycycline, fish oil from (B)(6)2015 to (B)(6)2018, ibuprofen from (B)(6)2014 to (B)(6)2017, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6)2017 to (B)(6)2017, tizanidine from(B)(6)2017 to (B)(6)2017 and vitamins nos (multivitamins) from (B)(6)2009 to (B)(6)2018. On (B)(6)2008, the patient had essure inserted. In(B)(6)2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). In(B)(6)2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary probs") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full}, tubal ligation, hysteroscopy, dilation and curettage, endometrial ablation on (B)(6)2011, surgical removal of coil(s) - right side coil onlytotal abdominal hysterectomy, bilateral salpingoop and surgical removal of coils). Essure was removed on (B)(6)2014. At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, pelvic pain, vaginal infection, vaginal discharge, alopecia and urinary tract disorder had resolved. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Discrepancy in dob earlier reported -(B)(6)1969 as per pif(B)(6)1988 removal date discrepancy earlier reported (B)(6)2014 as per pif (B)(6)2011 discrepancy noted in date of removal 2011 & (B)(6)2020 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; on (B)(6)2012: essure device was successfully occluded.. Imaging procedure - on (B)(6)2010: bilateral occlusion. Pathology test - on (B)(6)2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6)2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6)2014: negative. Ultrasound scan - on (B)(6)2014: a thickened endometrium with echogenic debris.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received: medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), endometritis ('endometritis'), genital haemorrhage ('bleeding'), device expulsion ('migration of essure device: uterine cavity/right tubal coil noted to be extruded from the right cornua into the uterine cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram abnormal, grand multiparity and endometrial polyp. (B)(6) 2014 physical exam: genitourinary: no external lesions noted. Brownish yellow cottage cheese-like discharged noted in the vaginal canal. The cervix did not look erythematous. + cmt, no adnexal tenderness noted. Concurrent conditions included lumbar strain, heart murmur, asthma, general body pain, cervicalgia, menometrorrhagia, vaginal pain, menses lack of, uterine bleeding, irregular menstruation, tubo-ovarian abscess, uti, vulvovaginitis, perimenopause, abdominal pain, lower abdominal tenderness, postmenopausal bleeding and lower abdominal pain. Concomitant products included naproxen from (B)(6) 2014 to (B)(6) 2015 for lumbar strain, loratadine (claritin) since (B)(6) 2011 for seasonal allergy as well as calcium from (B)(6) 2011 to (B)(6) 2018, ceftriaxone, doxycycline, fish oil from (B)(6)2015 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, nsaids since august 2008, paracetamol (acetaminophen) since august 2008, paracetamol (tylenol), salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017, tizanidine from (B)(6) 2017 to (B)(6) 2017 and vitamins nos (multivitamins) from (B)(6) 2009 to (B)(6)2018. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2013, the patient experienced pelvic pain ("physical pain/ pain"). In march 2014, the patient experienced vaginal infection ("infection type: vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy (full}, tubal ligation, hysteroscopy, dilation and curettage, endometrial ablation on (B)(6) 2011 and surgical removal of coil(s) - right side coil only). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, device expulsion, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: normal appearing bilateral tubal ostia, two coils on the right side, and 2 coils on the left side at the end of the procedure were seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2011: secretory endometrium with features suggesting endometrial polyp fragments of benign squamous epithelium; on (B)(6) 2017: rare minute fragments of benign endocervical tissue. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: a thickened endometrium with echogenic debris.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia, pelvic pain, hair loss, vaginal discharge, vaginal infection and the following ones were described in patient¿s medical record: endometritis and pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter, lab data added. Event : urinary probs, bleeding were added. Outcome of the event pain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.